Manufacturer narrative:
The insulin pump was received unable to prime unit during prime test due to faulty force sensor resistor. No alarm noted. However, the insulin pump passed basic occlusion and displacements tests. The insulin pump has minor scratches on lcd window.

Event description:
It was reported that the insulin pump alarmed an error and that insulin was "squirting" out during the manual prime process. The blood glucose reading was 110 mg/dl. The customer stated that the insulin pump had neither been dropped nor bumped prior to the alarm occurring. He was advised that during seating, the force sensor may not have not detected the reservoir. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.